Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue during a lobectomy. The surgeon had to cut the tissue adjacent to the jaws to release the device. This caused tissue damage. A new device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.